Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged the pump alarmed pump error 43 and rewind anomaly. Thus software was utilized and downloaded trace/history files properly and found fifteen pump error 43 in the pump history on (B)(6) 2021 04:32:18. To 14:00:45. However, pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 43 alarm during testing noted. Pump was cut open and found moisture damage on the internal battery connector, u28/pcb1, battery tube, motor assembly and force sensor. The force sensor offset measured within spec range during testing (23.2 mv). The motor was tested outside of the device on the stb3 and passed. The test p-cap locks properly in place in the reservoir compartment noted. Unit had scratched case, cracked case corner of belt clip rails. In summary, the pump rewinds properly during testing. However, customer received multiple pump error 43 alarm in the pump history download due to moisture damage on the motor assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump showed pump error. Customer was able to clear the alarm but unable to complete insulin pump rewind. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.